Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is experiencing pain in the lower back and down their right leg. The healthcare provider (hcp) adjust stimulation to 2.6v, but the patient still is experiencing pain and can't urinate. The troubleshooting/diagnostics performed was a program change and stimulation was adjusted. Additional information was received. Patient was still feeling back pain so stimulation was turned down to 0.0v, but it didn't help so stimulation was turned up to 3.0v. The patient wanted to stop even though they didn't not feel stimulation at that level and was worried that they would feel some major pain. Patient was advised to speak with their doctor regarding the pain. Additional information was received. Patient said the lead is causing pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lack of stimulation was not determined. To resolve the issue, they removed the lead. The stimulation output issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.